Manufacturer narrative:
The tubing on the returned sample had ballooned. It appears the tube burst due to excess pressure. The root cause is user error. Per the customer " the rn attempted to unclog the tube by flushing hard and the clog became dislodged." The IFU states "warning: vigorous syringe force should not be used to irrigate, administer liquids or unblock the tube."

Event description:
In the burn unit a patient had a size 8f cortrak feeding tube in-place that became clogged most likely from medication. The rn attempted to unclog the tube by flushing hard and the clog became dislodged. On (B)(6) 2016 a routine x-ray found the tube had broken in two. Both pieces were recovered.